Event description:
A patient reported experiencing inaccurate erratic results with an ot basic enhanced meter. The patient's blood glucose results were 360 mg/dl, 134 mg/dl, 165 mg/dl. Tests were done <10 minutes apart with a difference of 61%. Patient did not experience any adverse events. No further information has been reported.